Event description:
It was reported that there were intermittent episodes of atrial and ventricular oversensing. The sensitivity was reprogrammed and the leads remain in use. The patient is a participant of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).